Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 167 mg/dl at the time of the incident. Customer reports they were unable to clear the alarm. Customer able to complete rewind. The insulin pump will not be returned for analysis.